Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer believed to have seen an "e7" something alarm, but was not certain of full details. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was received stuck in motor error loop during bolus/basal delivery. No alarm noted during testing. No alarm noted in the alarm history screen. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the error test, excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.